Event description:
During an in clinic follow up, episodes of noise and myopotentials resulting oversensing, inappropriate mode switching and pacemaker mediated tachycardia (pmt) were observed on the device. Provocative testing was performed and the oversensing due to myopotentials was reproduced. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.